Manufacturer narrative:
As received, the pipeline flex delivery system was within a catheter. The delivery system could not be pushed forward or pulled back. For further examination, the catheter was then dissected at several locations to remove the pipeline flex delivery system and braid. The pipeline flex braid was observed to be fully open with slight fraying on the distal and proximal ends. Pushwire bending was observed at a section near the distal tip coil. Pushwire kinking was observed intermittently in a section near the proximal end. Based on the analysis findings and event details, the report of pipeline flex failure to open could not be confirmed. The cause for the reported experience could not be determined as the returned pipeline flex braid was observed to be fully open. It is possible that the patient¿s vessel anatomy (severe vessel tortuosity / bend) and the damaged braid may have contributed to reported issue. It is not recommended to initiate deployment of the device on a bend. The damage to the braid is possibly the result of the physician resheathing the device more than the recommended two times. Additionally, the pipeline flex delivery system was observed to be damaged (pushwire kinking / pushwire bending). However, the cause for the damage could not be determined. All products are 100% inspected for damage and irregularities during manufacture. Per our instructions for use (IFU): "the system is designed to allow for 2 full cycles of resheathing of the pipeline flex embolization device. Resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been received by the manufacture and product analysis is underway, when investigation is completed, a supplemental report will be submitted. Linked MDR's 2029214-2017-01162, 2029214-2017-01163, 2029214-2017-01164. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the pipeline flex device failed to open at it mid segment during delivery. This patient had a saccular aneurysm at left ica peri-ophthalmic segment. The aneurysm had maximum diameter of 6mm with neck diameter of 4mm. The landing zone distal and proximal artery sizes were 3.7mm and 4.19mm respectively. The patient's vessel tortuosity was describe as severe. It was reported the device was prepared according to the IFU. During the flow diversion treatment, the physician attempted to place the pipeline flex device in a bend of the vessel with the middle segment of the device at the bend. The device was resheathed more than 2 times. The first 1/3 of the pipeline opened without any difficult, however, when attempting to deliver the pipelines across and proximal to the neck, the pipeline was difficult to open. This pipeline device was removed from the patient and replaced with new device. No injury to patient reported.